Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise was observed on the riata lead. Patient was asymptomatic. The noise was seen on the ventricular sense amplitude and it was reproducible with isometric testing in clinic. All other lead measurements were stable and in range. Lead noise lead to inappropriate detection of ventricular fibrillation and inappropriate charging of the capacitor however no inappropriate shocks were given. No lead fluoroscopy was performed and is unsure if the leads conductors are externalized or not. Lead revision was recommended. No further information available.